Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call watchdog timeout alarm on the insulin pump. Customer's blood glucose level was 10.9 mmol/l. Customer advised in addition to the alarm the display screen was fully black. Customer advised the alarm recurred twice and the display screen sometimes appeared as if a self-test was being performed. Customer advised the device then stopped with a black screen and nothing happened. Customer was advised he would receive a call back in regards to receiving a new insulin pump.